Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle was broken. The procedure was completed with another same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reported event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle was broken. The procedure was completed with another same device. There were no patient complications as a result of this event. ***additional information received on august 22, 2025*** the anatomy location is biliary, and there was no stone inside the basket when the handle was broken.

Manufacturer narrative:
Block h6: device code a0401 captures the reported event of handle break. Block b5 has been updated based on the additional information that was received on august 22, 2025.